Manufacturer narrative:
The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Event description:
Edwards received notification of a pascal in mitral procedure where on post operative day (pod) 5 the patient underwent asd closure with a 38mm asd device. Post procedure, the patient remained in ICU with hematemesis status post to possible esophageal injury from tee with no evidence of esophageal perforation. Of note, gi was consulted for congestive hepatopathy and hyperbilirubinemia. Elevated liver enzymes were suspected to be secondary to congestive hepatopathy, with ischemic or infectious liver injury also considered based on the CT a/p findings. Ccrt was initiated on pod 8, and mrcp was performed on pod 17. On pod 21, the patient remained on moderate-dose vasopressors and mechanical ventilation, with worsening total bilirubin levels. Possible acalculous cholecystitis and septic shock with multiorgan dysfunction were considered contributing factors. Following discussions with family friend, the husband elected to transition the patient to comfort measures only (cmo). The patient expired.